Manufacturer narrative:
The review of the DHR (lot g580i161102a) indicated that the device lot met all established performance criteria prior to shipment. The reported issue was addressed with manual compression and surgery. The device was not returned for physical investigation. There was no reported device issue. Conclusion: the reported event was not related to device malfunction. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock and the black sleeve was retracted to expose the collagen. The collagen was deployed and final hemostasis was achieved. At this point the patient's blood pressure dropped and the patient was pale, sweaty, and complained of groin pain. A CT scan was performed and a retroperitoneal bleed was located. The patient was brought to surgery and a cut down of the site occurred to evacuate the site. Post-surgery patient is recovering and in stable condition.